Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient received inappropriate high-voltage therapy due to p-wave oversensing (pwos) which was thought to have only occurred when the patient's leadless implantable pulse generator (ipg) was not optimally tracking the atrial a4 signal. Reprogramming was attempted on the leadless ipg to mitigate the pwos, but pwos was observed on all vectors and sensitivities up to 0.3 millivolts (mv), but at 0.3mv, undersensing was noted. The detection zone and device discriminators were reprogrammed, and the ev lead and the leadless ipg remains in use. No further patient complications have been reported as a result of this event.